Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that the patient's ins keeps shutting off and that they have to turn it back. Every time the patient turns the ins back on they get a jolting sensation. It was noted that the ins battery does not show that it is depleted when it turns off. The patient was redirected to their managing physician. No further complications were reported.